Event description:
Per the clinic, the patient experienced loss of the abutment due to head trauma; subsequently on (B)(6), 2011 the patient was seen in the emergency room and the site was sutured closed.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.